Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio-control replaced the devices battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device shut off twice, first time power button had to be pushed to turn in back on, the second time it shut off and then came back on by itself. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however the customer confirmed the device use did not cause or contribute to a serious injury or death.